Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Analysis found outer insulation abrasion on the is-1 lead leg at 4.6cm and 10-10.8cm from the connector pin, exposing the proximal coil. This was caused by friction to the ICD can. The proximal coil at 4.6cm was melted apart.